Event description:
During a review of the event history for another report of a colleague infusion pump, it was discovered that failure code 812:02 occurred during infusion which caused an interruption during delivery on (B)(6) 2010. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version for this device is 6.13.90, categorized as remediated.

Manufacturer narrative:
(B)(4).a trend review has been performed and it was discovered that similar reports have been made to baxter. The root cause is currently in progress through mdq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4).a follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed and duplicated. The assignable cause could not be determined at this time. The unit is a stay-in device and will not be repaired at this time. Additional: a service history review has been performed and the device was previously serviced for the reported condition.